Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). One package, previously opened, was received with no sales unit carton. It was reported that the seal on the inner pouch had already been opened. The package was visually examined and was found to be opened. The device and the suture threader component were present in the package. The anal dilator and the purse string anoscope were missing from the package. There was evidence of adhesive seal transfer on the entire circumference of the blister flange and on the tyvek lid. The edge of the tyvek had a small rip. The rip occurred after product was sealed as evidenced by complete seal transfer on package. The package was dirty and slightly abraded and the tyvek was creased and folded over the edges of the blister. Storage conditions could be responsible for the condition of the package. It is suspected that the package was opened at some point to remove the anal dilator and the purse string anoscope for another procedure and the package was inadvertently left in storage. The open package most likely occurred after the package left ees. Batch history records were reviewed with no protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.

Event description:
It was reported that during a hemorrhoid procedure, (B)(6) nurse opened up box and found that the seal on the inner pouch had already been opened. Another device was used to complete the procedure. No patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.